Event description:
It was reported post implant a realize band, the balloon had a leak. There was no patient consequence reported. Additional information obtained: (B)(6) 2009, 2 mm of blood and fluid were aspirated from the band. (B)(6) 2009, the patient received 2 mm of saline. (B)(6), 2009, the patient received 3 mm of saline. (B)(6) 2009, the patient had a weight gain and no fluid could be aspirated. (B)(6) 2009, a fill was performed under fluoroscopy and no leak was detected. (B)(6) 2009, a leak was detected near the buckle of the band. (B)(6) 2009 an new band was implanted without any patient consequence. (B)(6) 2011, patient was complaining about tightness and gerd. (B)(6) 2011, the patient was sent to a nutritionist and received a 1mm fill. The patient is currently doing fine.

Manufacturer narrative:
(B)(4) information was not provided by contact. Information unavailable. The device was not returned.